Event description:
First two uses the device worked as it should. On the third attempt to use, the device failed to fire and jammed. No patient harm. New device was used (same type) to finish procedure.